Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the male luer with no solvent at either end of the engagement. The root cause was identified as a manufacturing issue of no solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported that during a secondary infusion of vancomycin (1000 mg in dextrose) the primary tubing separated and leaked from the hub. As a result, the patient did not receive the ordered dose of medication and an additional dose was required, which prolonged the patient's hospitalization. There was no report of lasting harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that during a secondary infusion of vancomycin (1000 mg in dextrose) the primary tubing separated and leaked from the hub. As a result, the patient did not receive the ordered dose of medication and an additional dose was required, which prolonged the patient's hospitalization. There was no report of lasting harm.